Event description:
This is the first of two reports on the same event involving two lot numbers. Refer to medwatch 2640128-2011-00023 for a description of the second part. Coopervision received two boxes of avaira toric (enfilcon a) soft contact lenses with a note that stated the following: "lenses caused irritation and blistering on whites of eyes." Attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Event was initially reported by eye care practitioner (ecp) to coopervision. Two lot numbers of products were involved. It is unk whether one eye or both eyes are involved in the incident or which lot of product was worn in which eye. Method: an unopened lens from the same lot as the actual lens involved in the incident was evaluated. The device was examined for visual defects and measured for parameters. Results: attempts to obtain additional info were unsuccessful. Coopervision cannot confirm that there was no impairment or permanent damage. Conclusions: no failure was detected and the product was within specification. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.